Manufacturer narrative:
(B)(4). The lead, extension, and anchor have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Immediately after implant, the pt experienced a burning pain in both feet; it didn't improve. Impedance measurements were within normal limits. The lead, extension, and anchor were removed. There was reported to be no pt injury.